Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and the patient's heart rate was 30 beats per minute (bpm). The device was interrogated and the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and this device was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.